Event description:
It was reported that the pacemaker exhibited incorrect measurement of overestimation. It was noted that the longevity declined quicker than expected without any major programming changes. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the device was explanted. The patient was in stable condition post procedure.